Manufacturer narrative:
(B)(4). Additional information: batch # n53597. The analysis found that one plee60a device was returned in good visual condition and with a gst60t cartridge loaded on the device. The cartridge reload was received partially fired 3/4 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the straight position with a test cartridge reload. After completing the firing sequence the staple line and the cut line were not complete. The instrument was disassembled to verify the condition of the internal components and the drive bar was noted to be incorrectly assembled on the device. The driver bar is for a 45mm device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, on both the first and second firings of the device on the stomach, using a black reload with buttressing material, the device did not cut all the way to the end. Additionally, the last three to four staples deployed into the tissue at the distal tip, but didn't form, legs were straight. Although the device is a 60mm device, it only went about 40-45mm. Another like device was used to complete the procedure. No patient consequences were reported.